Event description:
The user reported that the device leaked medication being administered to post operative patients. The device was exchanged for another and the medications were resumed. No add'l harm or injury was reported. The user did not provide a lot number.

Manufacturer narrative:
Device evaluation: the suspect device was not returned for evaluation. A f/u report will be submitted when the evaluation has been completed.